Event description:
It was reported that a dissection occurred. During percutaneous transluminal coronary angioplasty (ptca), a 3.50 x 28 promus select stent was selected for treatment of a proximal right coronary artery lesion. Post deployment, a distal stent edge dissection was observed via fluoroscopy. The dissection was covered with a 3.00 x 20 promus select. The procedure was completed with no further patient complications.